Event description:
It was reported that the device had a failed accuracy. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: device received on 7/11/2024. H3: one device was returned for repair in good physical condition. This reason for return is not related to a past service. Functional tests were performed, and the device failed accuracy by +4.5%. The cause was an out of spec expulsor. Trimmed the expulsor to correct the issue. The device passed all functional tests after the repair.